Manufacturer narrative:
We were not able to verify the reported failure of the tool not being able to pass through working channel from the retention sample. There is a flow test performed on every ascope 5 broncho to verify that there is no blockage issue prior to shipment. Review of manufacturing records of the affected lot number showed that all scopes passed the flow test. The possible cause of the reported failure is suspected to be a friction between tool and working channel wall requiring high force to pass through the working channel. However, we were unable to comment further as no actual complaint sample was saved by the customer to be returned for investigation. Improvement of tool passage performance for ascope 5 broncho 2.7/1.2 has been implemented, however the lot number of reported failure was manufactured prior the action taken. Quality alert has been raised to production, quality control and industrial engineering team to increase their awareness on this market complaint. We will continue monitoring the market for similar complaints.

Event description:
It was reported by the customer that two ascope 5 broncho ultra-thin scope would not allow passage of erbe cryoprobe through working channel. During a routine cryo procedure with our a5 ultra-thin scope the staff had no problem passing the probe though the working channel until the end of the channel where resistance was felt, and the probe would not pass through the end of scope resulting in kinking the probe. The staff then switched to a new a5 ultra-thin scope from a different box with the same lot number as well as a new cryoprobe. The physician also removed the scope from the patient making sure the scope was completely straight and the problem still occurred again. After the second time the staff switched to a reusable olympus scope, and they had no problem passing the cryoprobe. The scopes came from two different boxes/ areas but had the same lot number. The procedure is categorized as off-label, since ascope 5 broncho was used on a pediatric patient.